Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer mentioned that he has had several no delivery alarms. He stated that he received a new pump about a week prior and has been receiving the alarms ever since. He said that he even opened a new box of reservoirs because he thought that was the issue but then his blood glucose began to rise. His blood glucose at the time of the event was unknown. During troubleshooting for the no delivery alarm, he was advised that the reoccurring alarms may be because of site, set or reservoir issues. The customer said that he has not tried different cannula lengths and that there were no issues with the insulin. He stated that he has tried all remedies. He was advised that the insulin pump would need to be replaced, to discontinue use of the insulin pump and to revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm during test noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.